Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2021-01042

Event description:
A customer reported loss of suction. Additional information has been requested. There are multiple related reports for this facility this report addresses patient interface #1 on (B)(6) 2020 and other manufacturer reports will be filed.

Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).